Event description:
It was reported by the customer that device does not load and needs to be checked. There was no report of patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.